Event description:
Reporter indicated that pt has developed an incisional infection. The pt complained of pain at the incision site at office visit. Explant is planned. Attempts to obtain additional info have been unsuccessful to date.